Event description:
Additional information received. The twisting occurred in the middle section of the device. The distal one-third of the device was able to open, but the device then tapered down to the middle section, which was twisted. It was at least three times the ped2 was resheathed.

Manufacturer narrative:
Update b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during deployment the middle section of the pipeline flex with shield technology (ped2) device would not open. In both planes it looked like the device was twisted. Multiple recapture and redeploy attempts were unsuccessful in opening the stent. Movement during placement (difficult placement/positioning) were also reported. The stent and microcatheter were removed and a new ped2 from a different lot was used to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of an unruptured, saccular, right internal carotid artery (ica) aneurysm. The landing zone arterial diameter was 4.3 mm distally and 4.9 mm proximally. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet treatment (dapt) was administered. The angiographic result post procedure was noted as new device implanted and aneurysm was treated successfully with new device. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline was used for an approved indication (on-label). Multiple pipeline devices were not being used when movement occurred and there was severe friction or difficulty during delivery or positioning. The pipeline was not implanted at the intended location and no additional steps (e.g. Additional devices, techniques) required to remove or secure the pipeline. The pipeline did not miss the landing zone or jump during deployment. The pipeline was placed at least 3mm past the aneurysm neck on each side. The tip of the catheter was moved during deployment. Ancillary devices included: 8fr 11cm terumo sheath, 80cm infinity guidecatheter, phenom 27 microcatheter, asahi 18 guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the lesion dimensions were 4.3-4.7mm. It was clarified that the pipeline was recaptured and removed from patient "not implanted". Catheter kickback occurred during deployment. As the physician was pushing device out the catheter would jump back. It was noted that platelet reactivity units (pru) level was unknown, but they were therapeutic. The cause of the failure to open, twist, movement during deployment, and difficult placement/positioning, and friction were not determined. There was resistance in the distal half of the catheter during delivery. A continuous saline flush was administered and maintained as indicated in the IFU. There was no damage to the pipeline pushwire or catheter observed. The twisted section was in the bend when the device failed to open. The distal 1/3 of device was fully opened and the middle 1/3 was fully open. More than 50% of the d evice was deployed when it failed to open. Multiple resheathing attempts were made then pipeline was recaptured and removed.